Manufacturer narrative:
The field service engineer (fse) replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting alarm when powered on and showing display triangle. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Philips multivendor biomed states unit is reported to be alarming but unknown description of alarm. The customer is requesting onsite service to check unit. The rse dispatched an fse out to site for evaluation and repair. Investigation on going.